Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix appeared - per the physician - to be extended slightly; although it appeared retracted under fluoroscopy. The lead was removed from the patient, the helix did appear extended, and then the physician was unable to retract it. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. The helix of the lead was slightly bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet still inserted in lead, and kink appearance as received. Removed stylet from lead, stylet kink was observed. But the lead body looks fine. Visual inspection found the helix slightly bent and the monolithic controlled release device torn. Helix extension and retraction testing were passed. Helix could be extended, and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.